Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing on biofire bcid-2 with bd bactec¿ plus aerobic/f culture vials (plastic) sample was flagged positive for a. Calcoaceticus/baumannii complex, but acinetobacter did not grow. Confirmatory gram stain was performed with no growth. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported that biofire bcid-2 was flagged positive for a. Calcoaceticus/baumannii complex, but acinetobacter did not grow.